Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the healthcare provider reached out to the rep for troubleshooting due to the patient having decreased symptom relief. The rep saw the patient on (B)(6) 2019 for a possible adjustment. The impedance check on (B)(6) 2019 was within normal limits, and the battery reading was ¿low.¿ the patient denied any recent utis, falls or trauma, or new medications, but disclosed that they had a recent 40 lb. Weight loss, and had not experienced the same symptom relief since the weight loss. The patient was given a new program which was most appropriate and encouraged to keep their follow up appointment with their new healthcare provider. On (B)(6) 2019 the patient reached out to the rep to find a different healthcare provider who could remove their implant due to pain at their ins site and their frustration with their new healthcare provider. It was reported that the patient had ended up in the ER several days after their (B)(6) 2019 appointment due to severe pain in their right hip. The ER physicians ran multiple imaging studies and were unable to find any medical reason for their pain. The on-call healthcare provider instructed the patient to turn their device off as a precaution. The patient stated that their pain did not resolve, so they wanted to speak to another physician familiar with the device. It was noted that at the time of the report the patient¿s device remained off, their pain was minimal, and they had an appointment scheduled with a new healthcare provider, but the date was unknown. Follow up information received from the manufacturer¿s representative on (B)(6) 2019 reported clarified that the patient stated that they significant weight loss and had not had good relief since. It was noted that the patient had not shared this information with the current doctor but they were told the x-ray was normal. As an action taken to resolve the issue a program change was made that was comfortable and appropriate regarding the stimulation sensation. An impedance check was performed and was within normal limits. The patient was to follow up with their physician in 30 days unless they needed to sooner. It was reported that an explant was scheduled but the date was unknown at the time of report. They were currently trying to reach out to the patient. There were no further complications reported or anticipated.